Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis with a blood glucose reading of 871 mg/dl. The customer also stated that the insulin pump alarmed multiple times on the day of the hospitalization. Troubleshooting was performed and educated the customer on the alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.